Manufacturer narrative:
(B)(6).

Event description:
Pico was used for a pressure ulcer for a week. During change of the dressing, the fixation tape was removed which caused skin stripping. Epidermal layer was removed.